Manufacturer narrative:
The device has not been returned for evaluation. The customer called in to report his event. During the call, the customer noted that he initially thought the video cable was damaged. But that was later ruled out, and he found that there was a bad contact point on the out plug of the processor. This investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that his olympus evis exera iii video system center had a damaged input connection confirmed during a procedure, causing the image to flicker intermittently. There were no reports of patient harm or impact associated with the event. Based on the information provided by the customer, this failure occurred several other times. This record is to capture the unknown number of failures this device experienced. Related patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, a non-reportable phenomenon such as the s video terminal of the rear panel being worn-out was confirmed. Based on the results of the device evaluation, the reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.